Event description:
User reports control results could not be calculated for transferrin. It was determined that the calibration factors for transferrin were zero. After recalibration of the assay, the expected control results were generated. Pt values were not measured until the problem was resolved. If additional information is received, appropriate information will be provided.